Event description:
It was reported that "the stapler casing is cracked." This was observed prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and open edges in the top left corner of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in the CAPA. Dimensional, functional, and additional testing was not required as part of this complaint investigation. Per DHR the product visistat 35w 6/box lot # 73g2200732 was manufactured on 07/25/2022 a total of 27,000 pieces. Lot was released on 08/10/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA has been previously opened to further investigate this issue. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Root cause is iden tified in the CAPA. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.